Event description:
This report is based on information provided by remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro indicating the touchscreen needs to be constantly re-calibrated. The customer has cleaned around the edges, calibrated without the screen protector, replaced screen protector and still the issue remained. A loaner device was issued to the customer, and the device is expected to be returned for repair. The device was not in use at the time, no impact noted.